Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. Functionally the loading unit was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic left upper lobe resection procedure, the device did not fire. Another device was used to complete the case. There was no patient injury.